Event description:
The patient reported that she experienced a blood glucose (bg) of 600 mg/dl. The patient treated herself with insulin injections and her bg resolved to 130 mg/dl. The patient reported that the pump was emitting multiple loss of prime warnings for a few days. She reported that she changed the battery three days prior and was not sure if she did a full rewind, load, and prime after the battery change. The cartridge cap was confirmed to be secure and there was no change in temperature. The patient confirmed that the pump did not reboot. The patient was advised that the pump requires a full rewind, load, and prime after a battery change. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there are no alarms related to the complaint in the alarm history. A review of the total daily delivery and the basal delivery history showed that the pump was delivering accurately and correctly reflected the user's active basal programmed rate. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A damaged battery compartment was observed during visual inspection; the battery cap is also stripped and will not properly hold power to the pump. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.